Manufacturer narrative:
E1: event country: the united states. Based on the available information, this event is deemed to be a reportable malfunction/serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
Infusion set fell off due to coughing led to bent cannula and high blood glucose, managed with a correction via manual bolus on (B)(6) 2026.